Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
The affiliate reported: patient was implanted with prog shunt + siphonguard ? ((B)(4)) and the setting had been regularly changed and recently it was set on 200mmh20 and still there is csf over drainage even with siphonguard. Exact event date is not confirmed in this case (after use on patient).

Manufacturer narrative:
It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible for the valve as the lot number is unknown. Review of the history device records was not possible for the siphon guard as the lot number is unknown. No root cause could be determined since no samples were returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Only the valve was returned for evaluation. The siphon guard was not received for investigation.the investigation of the returned device did not confirm a problem. The lot number for the valve is cpbc7r, serial number (B)(4), product code 82-3184. The lot number for the siphon guard is unknown, product code 82-3090. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3184, with lot number cpbc7r, conformed to the specifications when released to stock on the 12th march 2013. Review of the history device records for the siphon guard was not possible as the lot number was unknown. No root cause could be determined as no problem was noted with the valve. No root cause could be determined for the siphon guard as the device was not returned for investigation. If the siphon guard is returned in the future, the complaint will be reopened and the siphon guard investigated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.